Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Additional information: mentioned outflow graft twist history was captured under MFR # 2916596-2018-02197. Investigation summary: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, the report of an outflow graft twist could not be confirmed as there were no CT images or photos submitted and there is no product available for evaluation. The submitted log files captured calculated flow decreasing below the low flow threshold of 2.5 lpm starting on (B)(6) 2019 at 10:08:07 pm. Transient low flow hazard alarms were observed until a persistent low flow hazard started on (B)(6) 2019 at 11:34:19 lpm. Calculated flow continued to decrease to values as low as 1.3 lpm, until the alarm resolved on (B)(6) 2019 at 04:51:45 am and calculated flow increased to values greater than 4.0 lpm. The calculated flow appeared to remain at baseline values until it decreased below the low flow threshold on (B)(6) 2019 starting at 02:09:17 pm. Further transient low flow hazard alarms were observed until a persistent low flow hazard started on (B)(6) 2019 at 05:04:39 pm. Calculated flow continued to decrease to values as low as 0.3 lpm no 0(B)(6) 2019. Based on previous complaint experience, the reported outflow graft twist could have contributed to these events; however, a specific cause for the low calculated flow values could not be conclusively determined through this evaluation. Despite the change in calculated flow, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account communicated that the patient was admitted on (B)(6) 2019 with low flow alarms starting the night prior, which progressively worsened overnight. There was no improvement in flow after being given 1 l of fluid at an outside hospital; however, there was some improvement after 2 l of fluid. A cardiac cta on (B)(6) 2019 revealed extensive beam hardening artifact from the lvad which degraded image quality and evaluation of a short segment of the adjacent outflow cannula. Otherwise, the outflow cannula was widely patent. No kinking of the outflow graft was noted, and there was no demonstrable thrombus associated with the inflow cannula. It was noted that the flows increased to 3.5 lpm when the patient turned to the right, but the low flow alarms reoccurred on (B)(6) 2019. The patient also had frequent desaturations when on room air. CT surgery was consulted, and it was suggested that obstruction of the outflow graft was likely due to the alarms being associated with changes in position. The patient was returned to the operating room on (B)(6) 2019 and an outflow graft twist was revealed. The outflow graft was untwisted and an outflow graft clip was placed. No device would be returned for evaluation and it was reported that the patient was stable. The patient remains ongoing on the device and no further issues have been reported at this time. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient was having low flow alarms, low speed advisories and pump off alarms on (B)(6) 2019. Manufacturer technical service representative reviewed log files and observed 3 pump stoppages associated with driveline disconnect. Reduction of blood volume in pump was observed. On (B)(6) 2019, device alarmed for low flows with increase in power or speed. It was improved after 2 liters of fluids. Patient was scheduled for pump exchange but underwent a surgery of to untwist outflow graft and addition of an outflow graft collar via mediasternotomy. A cardiac cta on (B)(6) 2019 revealed extensive beam hardening artifact from the lvad which degraded image quality and evaluation of a short segment of the adjacent outflow cannula. Otherwise, the outflow cannula was widely patent. No kinking of the outflow graft was noted, and there was no demonstrable thrombus associated with the inflow cannula. Patient has a history of similar outflow graft revision surgery that took place on (B)(6) 2018. Device will not be returned. It was reported that patient was stable.

Event description:
It was reported that on 1mar2019 the following occurred, redo sternotomy, untwisting of left ventricular assist device (lvad) of outflow graft and placement of left common femoral venous central line using ultrasound guidance. No further information reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that patient had low flow alarms. Per technical service review between (B)(6) 2019 22:08:07 - (B)(6) 2019 4:45:17 noted 190 low flow alarms. And low flows were increased whenever patient turn sides on (B)(6) 2019 4:51:45. No other unusual events noted. The low flow events appear to be a patient related issue and not an equipment related issue. It was reported on (B)(6) 2019 that additional information regarding adverse event/adverse device effect for patient (B)(6) was received. The patient had h&p isolated low flow alarms without associated increase in speed or power. The patient had no improvement with 1l of fluid at osh. Some improvement in flow with initiation of 2nd liter of fluids. Per cardiac cta (B)(6): extensive beam hardening artifact from lvad pump degrades image quality and evaluation of a short segment of the adjacent outflow cannula. Otherwise, the outflow cannula is widely patent. No kinking of the outflow graft. No demonstrable thrombus associated with inflow cannula. Type of treatment: other and patient was hospitalized. No further information was provided. Although the CT scan was unremarkable for any kinks, twists or occlusions, the low flow reoccurred despite fluid resuscitation. The CT imaging quality was suboptimal due to metallic artifact (expected). Will conservatively report the event due to persistent concern for twist occlusion reported by the clinician and the lv could not be unloaded despite speed changes.